Manufacturer narrative:
The product was not returned, as such it is not possible to evaluate product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the device history records did not reveal any anomalies during the manufacturing process. At the present time this complaint is closed. If the product is returned in the future this complaint will be re-opened and a followup report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Leakage hole on tubing at the spike side was noted during preparation before the surgery. The device was used with ji2000. User training is done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.